Event description:
It was reported that when the clinician connected the introducer needle to the arrow raulerson syringe, she noticed the needle hub was broken, and as a result did not use it.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.